Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope adhesive around the acoustic lens had a gap. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure found during investigation was confirmed. According to the investigation, the adhesive around the acoustic lens had a gap. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.